Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023,senseonics was made aware of an event where the user complained that the system asserted a false hypoglycemic alert due to sensor inaccuracy.

Manufacturer narrative:
The user reported a low glucose event on august 18, 2023, at 7:00 am with sg=62 mg/dl and bg=149 mg/dl. Review of the glucose trend showed sg=62 mg/dl on august 18, 2023, at 6:58 am, with a bg fingerstick value of 149 mg/dl on august 18, 2023, at 7.00 am. A low glucose alert was asserted at the time of the event because the sg reached below the low glucose alert setting of 65 mg/dl. The customer did not seek medical treatment as the fingerstick measurement was within the suggested levels. In an associated complaint of sensor inaccuracy, it was determined that there was some variation in the sensor values due to the early wear period, where the sensor was still stabilizing three days after insertion on (B)(6), 2023. The system showed better agreement between the bg and sg after the early wear adjustment period and the user is currently using the system, with no additional inaccuracy complaints. The current system performance is within expectations and per dms, the user is currently using the system with up-to-date information. No further resolution was found necessary for this complaint. B4. Date of this report updated to 3 november 2023. G3. Date received by manufacturer updated to 29 september 2023. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.